Event description:
It was reported that the patient underwent a shoulder arthroplasty approximately three (3) years and nine (9) months ago. Subsequently, the patient fell on an unknown date and fractured screws within the baseplate. Patient was later revised approximately nine (9) months ago and converted to a hemi-arthroplasty. During the revision, it was noted three of the fractured screw shafts could not be removed from the bone and were retained by the patient. No adverse consequences have been reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01317, 0001825034-2023-01318, 0001825034-2023-01320. Concomitant medical products: item# 180552; lot# 599180, item# 180552; lot# 966580, item# 115397; lot# 645890, item# 010000589; lot# 410120, item# 115310; lot# 795470, item# 00434903606; lot# 63953099, item# 00434901213; lot# 64351214. G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that a patient fell and sustained a fracture of the implanted screws. Prior to the fall, there were no allegations against or concerns with the implants. As upper extremities are not load bearing for balance or ambulation, the shoulder implants can be ruled out as causing or contributing to the external trauma of the fall which resulted in implant fracture and subsequent screw tip retention within the bone. During the revision, the surgeon chose to leave the lodged screw fragment in place to reduce further trauma or bone loss within the shoulder. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.